Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 50 and blood glucose was 120 mg/dl. Customer reported that when asked to calibrate, she did so and received a calibration error. Customer turned off sensor and was not able to get it back on and continued to receive a lost sensor. Customer was not able to troubleshoot due to being at work. Customer would call back.